Manufacturer narrative:
(B)(4). Concomitant products: cat#195207; lot#814240 - vgxp intlk fmrl rt 70, cat#195340; lot#868080 - vgxp xp e1 tib brg rl 10x79, cat#195409; lot#584460 - vgxp xp e1 tib brg rm 9x79. Related MFR reports: 0001825034-2017-10861, 0001825034-2017-10867, 0001825034-2017-10869. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies. A complaint history review for the same issue identified no other complaints for this part/lot. The concomitant components were reviewed for compatibility with no issues noted. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Without the opportunity to examine the complaint product, root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that following a procedure performed on (B)(6) 2014, the patient reported during a 3 month follow up that he experienced problems walking about, problems with washing/dressing self, problems with usual activities and moderate pain. During a 6 month post operative follow up, it was reported that the patient continued to experience problems walking about, problems with washing/dressing self, problems with usual activities, and moderate pain. The patient required crutches or a walker. Additionally, during 2 year post operative follow up, it was reported that patient continued to experience problem in walking, often limping and moderate pain. No additional information is available at this time.